Event description:
It was initially reported that the site observed high lead impedance (B) (6)2005 on diagnostics performed. The pt was later referred for prophylactic generator replacement. During the surgery and prior to replacement, diagnostics were again performed, which showed within normal limits. When the generator was replaced, diagnostics were performed again, which showed the same results. The generator was returned to the MFR for analysis, which was confirmed to not be at an eos condition. There were no performance or any other type of adverse conditions found with the pulse generator. The remaining battery longevity was calculated to be 2.46 years until eri-yes. The generator was implanted for 3.83 years ((B) (6)2002 to (B) (6)2006). It was later indicated in a retrospective review of the pt's programming history, that the high impedance was found on both system and normal mode diagnostic testing, but that it resolved on the surgery date of (B) (6)2006. Review of the re-implanted generator's programming history showed that it also received diagnostics within normal limits on (B) (6)2006 when implanted. No further details have been made available on the issue. Good faith attempts to obtain add'l info have been unsuccessful to date.